Manufacturer narrative:
H3: product evaluation: lens was returned in liquid with residue/debris within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient with pre-existing keratoconus experienced refractive surprise, refractive change over time, over/under correction, and permanent loss of bcva. The lens was later exchanged for a same size, toric lens, different power and the problem was resolved. Cause of the event is unknown.